Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on the lens. Visual inspection found haptic bent. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -12.00 diopter, in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The reporter indicated the cause of the event was due to the device.